Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). Further investigation is being conducted and the information will be included in the final report. Following devices were previously implanted: (B)(6) 2016, gore® excluder® aaa endoprostheses: lot #14796906, item #rlt281412. Lot #14770917, item #plc201000. Lot #14668880, item #plc201200. (B)(6) 2016, gore® viabahn® endoprostheses: lot #14676976, item #pac131002. Lot #14676969, item #pac131002. Lot #14385899, item #pac131002. Lot #14676971, item #pac131002. (B)(6) 2016, gore® viabahn® endoprostheses: lot #14640613, item #pac130502. Lot #14736424, item #pac130502. Lot #13471042, item #pac110502. Lot #13685099, item #pac110502. (B)(6) 2016, gore® viabahn® endoprostheses: lot #14897260, item #pac100502. Lot #13323358, item #pac100502. Lot #14902378, item #pac131002. Lot #14546782, item #pac101002.

Event description:
On (B)(6) 2016, the patient presented with an abdominal aortic aneurysm which was treated with gore® excluder® aaa endoprostheses in combination with four gore® viabahn® endoprostheses. Two gore® viabahn® endoprostheses were implanted into each of the two contralateral leg components with one of the two viabahn devices extending into the internal iliac artery and the external iliac artery. During the final angiography, an endoleak type 3 between the excluder devices and the two viabahn devices on each side was recognized and the decision was made to monitor the development of the endoleaks. As the endoleaks remained, the attempt was made to repair the ongoing leakage by implanting another four gore® viabahn® endoprostheses inside into two viabahns on each side, which had been previously implanted on (B)(6) 2016. A follow-up investigation revealed that the endoleaks still persisted. Therefore, on (B)(6)2016, it was attempted to repair the endoleaks with an additional five viabahn devices. It was reported to gore that during device advancement of one of the five viabahn devices, friction was recognized and that the device could not be advanced to the target region. It was stated that the device might have got caught inside of one of the previously implanted devices. It is unknown on which side the 5th viabahn device was intended to be implanted. As the device could neither be advanced nor retracted, the decision was made to convert the patient to open surgery in order to remedy the situation. The patient is currently doing well.

Manufacturer narrative:
Our engineers have evaluated the returned gore® viabahn® endoprosthesis. Their investigation showed following: the deployed endoprosthesis was returned to w. L. Gore & associates without the delivery catheter components. A cut extended approximately 1.5cm into the distal/non-scallopped end of the endoprosthesis. The graft material and 8 strut rows had been cut. A break in the stent frame wire was present in the 12th row from the flat/distal end of the endoprosthesis. Approximately 2 rows of the stent frame proximal to this location were completely detached from the body tape and graft material. The graft material was constricted in this region by the unraveled stent wire. Based on the device examination performed, no manufacturing anomalies were identified.